Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient encountered limb ischemia during impella cp support. The patient had a successful left femoral artery (lfa) external bypass conducted. It was confirmed during support that the bypass continued functioning well and that distal pulses remained present as a result. Patient is stable post intervention.

Manufacturer narrative:
Additional information received indicated the physician decided to leave the peel-away sheath in (per the physician's decision) and opted to place an external bypass sheath in place to perfuse the leg distal to the peel-away sheath. The patient continued on support. Condition improving; successful wean of the impella. Patient was stable on no vasoactive medications. The impella was explanted in the catheterization lab with a survived patient outcome, returning to the unit in stable condition. Patient information a4: weight of patient is unknown. Device status: the impella device was not received from the customer, as it was reportedly discarded by the facility. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system - section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).